Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint of fiber broken/fractured cannot be confirmed as no product was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. It is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the directions for use which is supplied to the end user with the reported catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with an evlt fiber. During preparation, the fiber fractured when the package was opened. Another same device was opened for the following procedure and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.